Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1. Brand name. G1. Manufacturing site name and address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing a spinal procedure using a expedium anterior spine system between (B)(6) 2006 and (B)(6) 2017. There were 20 patients (15 females and 5 males). Failed spinal procedure has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: a. There were 7 complications (1 major & 6 minor) reported on this series of 20 patients within the first 90 days post-operatively. All complications are related to the surgical procedure; however, none are related to the device (expedium anterior spine system). Complication: patient presented to ER with pain at incision site, vomiting, constipation (no fever). Patient was dehydrated and unable to tolerate pain meds by mouth so was readmitted to hospital. Data of index surgery: (B)(6) 2007, date of complication: (B)(6) 2007, treatment: npo, zofran, zantac, and IV morphine and readmitted to hospital for 4 days, complication resolved (B)(6) 2007. Complication: fever, cultures neg, data of index surgery: (B)(6) 2007, date of complication: (B)(6) 2007, treatment: prophylactic ancef, complication resolved (B)(6) 2007. Complication: fungal infection in mouth, data of index surgery: (B)(6) 2007, date of complication: (B)(6) 2007, treatment: diflucan, complication resolved (B)(6) 2007. Complication: pneumothorax requiring chest tube, data of index surgery: (B)(6) 2006, date of complication: (B)(6) 2006, treatment: chest tube; oxygen by nasal cannula, complication resolved (B)(6) 2006. Complication: pleural effusion, data of index surgery: (B)(6) 2007, date of complication: (B)(6) 2007, treatment: lasix, chest physiotherapy, pulmicort, albuterol, complication resolved (B)(6) 2007. Complication: pneumothorax, data of index surgery: (B)(6) 2007, date of complication: (B)(6) 2007, treatment: chest physiotherapy, complication resolved (B)(6) 2007. Complication: pneumothorax requiring chest tube, data of index surgery: (B)(6) 2007, date of complication: (B)(6) 2007, treatment: oxygen, chest physiotherapy, chest tube, complication resolved (B)(6) 2007. B. There was one incidence of re-admission within 90 days: complication: patient presented to ER with pain at incision site, vomiting, constipation (no fever). Patient was dehydrated and unable to tolerate po so was readmitted to hospital. Data of index surgery: (B)(6) 2007, date of complication: (B)(6) 2007, treatment: npo, zofran, zantac, and IV morphine and readmitted to hospital for 4 days. C. There were 4 minor complications reported after the first 90 days and up to the 5-year post-operative time point in this cohort of 20 patients: complication: a female patient had pain: hip pain. Hip complaints are most likely related it band tightness. Data of index surgery: (B)(6) 2007, date of complication: (B)(6) 2012, treatment: stretches she can work on. Complication: a male patient had pain: mom has noted that patient continues to have back pain if he sits for greater than 2 hours at a time while completing his schoolwork. He still requires multiple pillows behind his back in order to allow him to increase his sitting tolerance time. Patient then goes and lies down for a while before he is able to continue in other activities. Data of index surgery: (B)(6) 2008, date of complication: (B)(6) 2009, treatment: prescription for physical therapy to work on core postural strengthening and hamstring and quadriceps stretching to hopefully alleviate the discomfort that he is having with prolonged sitting. Complication: back pain - low back pain with prolonged sitting and standing, on x-ray some narrowing of l5/s1. Data of index surgery: (B)(6) 2006, date of complication: (B)(6) 2007, treatment: given dr exercise. Complication: back pain, data of index surgery: (B)(6) 2006, date of complication: (B)(6) 2007, treatment: exercised. This is for depuy synthes expedium anterior spine system. This report is for (1) unk - constructs: expedium. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4): this report is for an unk - constructs: expedium/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.